Event description:
Information was received regarding a cadd administration set. It was reported that there were air bubbles in the line and the pump was alarming despite flushing the tubing. This is noted to be a recurring issue. The particularly incident occurred during infusion, but treatment could still be fully administered. There was no clinical consequences observed. No injuries were reported.